Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. The display screen was observed to be dim and discolored. The display was replaced with a test display screen and the test screen did not show any variance in color or contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was discolored and difficult to read. The reporter stated that there was no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.